Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure to treat an acute cerebral infarction in the m1 segment of the middle cerebral artery (mca) using a penumbra system ace 60 reperfusion catheter (ace60). During the procedure, the physician coaxially advanced an ace60 and a penumbra system 3max reperfusion catheter (3maxc) to the treatment site, then removed the 3maxc. The physician was then unable to aspirate the thrombus using the ace60 and a penumbra system aspiration pump max 110v (pump max) because the thrombus was tenacious. Therefore, the physician decided to perform manual aspiration using two syringes. After aspirating blood for a while with the first and second syringe, the physician observed that air was being aspirated into both syringes and the blood vacuum bag. Thus, the thrombus was not removed due to air being aspirated. The physician then connected the pump max again and also used a stent retriever but was unable to aspirate the thrombus; therefore, the procedure was ended and recanalization of the m1 was not achieved. It was reported that the air might have been coming from the proximal end of the ace60. There was no adverse effect to the patient.

Manufacturer narrative:
Results: the ace60 was stretched at its distal shaft, approximately 1.0 cm from the tip. Conclusions: evaluation of the returned ace60 could not confirm the air leak reported in the complaint. During the functional test, air was flushed through the returned catheter while submerged and air bubbles were not observed. Further evaluation revealed some stretching on the distal tip of the ace60. The root cause of the distal stretching could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.